Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3389s-40, lot# va07192, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: neu_stimloc_acc, product type: accessory. No device analysis was performed; the device met risk-based analysis criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the system was explanted due to the occurrence of an infection of the serratia species.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.